Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardioverter defibrillator (ICD) system was received from a funeral home indicating the patient is deceased. The cause of death provided was septic shock. Request for additional information was made and it was learned the septic shock was not cardiac related; however, the source was not known.